Event description:
Hamilton medical ag received the following incident description: during testing, the overpressure was not releasing within tolerance.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a technical defect of the tank overpressure relief valve. After replacing the tank overpressure relief valve the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the technical defect of the tank overpressure relief valve could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: during testing, the overpressure was not releasing within tolerance.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: during testing, the overpressure was not releasing within tolerance.